Event description:
The customer received a blood glucose reading of 140mg/dl from the contour next link. After dinner, she experienced chest pains, shortness of breath, and vomited, she was taken to the hospital at 10:00pm. Her blood glucose was tested at 304mg/dl. She was dehydrated and was given IV fluids. The customer was advised to return the test strips for investigation. New strips and meter were sent to her.